Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed to identify any abnormalities that could have contributed to the reported condition. The reported problem was not identified in the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was connected to the patient¿s peripherally inserted central catheter (PICC) line. The PICC line was noted to be patent throughout delivery. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.